Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon occurred due to dirt and corrosion on the video socket. As to the dirt and corrosion on the video socket, it likely occurred due to handling. This information is addressed in the instructions for use (IFU): "¿ do not allow a foreign object to penetrate the inside of the video connector socket, output socket, and portable memory port. The video system center may malfunction." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported b30 communication error due dirt and corrosion in the video socket. The evaluation was found to be user error due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for use, the video system center had an error code b30 for communication error after connecting to hdtv and no error received when it was connected to another scope. There was no harm, infection or user injury reported due to the event.